Event description:
Customer reported that the battery is constantly falling out of the back of their freestyle blood glucose monitor. During returned product testing, it was discovered tha the meter's unit of measurement could be changed from mg/dl to mmol/l.

Manufacturer narrative:
Meter is unlocked to mmol/l. Connected meter to pc, and downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were found in glucose log. No errors were identified in the meter internal log. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.